Manufacturer narrative:
The device has been returned for analysis. Complaint conclusion: the sales rep reported a 7x40 powerflex pro balloon catheter (bc) was unable to be removed from the sheath. The balloon and sheath had to be removed together over the wire. There were no patient complications. The product was returned for analysis. One non sterile catheter powerflex pro 7mm x 4cm 80cm bc was returned. The balloon was previously inflated. No damages were noted. Dimensional analysis for od proximal seal was performed and the od proximal seal was found within specification. The functional test was performed with a lab sample catheter sheath introducer and no resistance was felt. DHR was not performed since lot number was not provided the event pta system- withdrawal difficulty-through guide/sheath reported by the customer was not confirmed since dimensional and functional analyses were performed without problem. The cause of the experience reported by the customer could not be determined. A lot number was not provided therefore a DHR could not be completed. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
It is currently unknown if the device is available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the current catalog code (unkpowerflexpro) represents an unknown powerflex pro pta balloon. The actual catalog and lot numbers are unknown at this time.

Event description:
As report, the sales rep, a 7x40 powerflex pro balloon was unable to be removed from the sheath. The balloon and sheath had to be removed together over the wire. There were no patient complications.